Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a seal issue that resulted to a post-operative bleeding. The surgical field was completely dry upon finishing the case and there was no need to suspect for a problem, but the patient had bleeding and developed a hematoma post-operatively. No re-grasp alarms, energy was delivered, end tones sounded and seals all appeared to be successful. The surgeon had to control the post-operative bleeding by re-operation. Bleeding was resolved with ligasure device ¿ watched area to make sure no more bleeding. No major arterial or venous bleeding-just oozing around skin flaps and 30 cc of blood loss-no transfusion was done.